Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for atrial lead position check failure on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.